Event description:
(B)(6). Date of event: best estimate (B)(6) 2011. According to the information received, a blocked urine bag was reported. Urine flow was blocked.

Manufacturer narrative:
Two bags were received for testing. The bags were tested for pressure/time required to initiate flow into the bag and filling rate. The 2 products complied with the specifications. Based upon the testing on the returned devices, this complaint cannot be confirmed as reported.